Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 51 mg/dl. Customer reported concern about her insulin pump functionality. Customer stated she had experienced high's and low's like yesterday her blood glucose was 51 mg/dl and she believe that she was not getting the right insulin for herself. Customer has treated with food. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer does not use auto mode. Customer did not report insulin pump was over delivering. Customer stated the reservoir was showing the same amount of insulin as shown on the status screen. Customer reported programming was accurate. Customer declined to continue with the troubleshooting. Customer stated self test passed. The insulin pump will not be returned for analysis.